Event description:
Information received by medtronic indicated the insulin pump had a insulin flow blocked alarm. Customer stated that they were experiencing high blood glucose of 300 mg/dl and symptoms like nausea and tiredness. High blood glucose was treated with insulin syringes. Insulin flow blocked alarm was resolved through complete set change. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.